Event description:
It was reported that the needle remained in the bone and bent after a biopsy was performed on lumbar 3. The needle was punctured in l3 and then hammered a bit. After the user fully rotated the handgrip, it was rotated a bit more and the needle fractured. The needle was removed with nippers.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The needle was returned in 5 segments, the tip was included. The needle was detached at the hub from the bonding. The cannula was detached from the female luer lock. The swivel nut could be removed without problem. The stylet is included. The syringe and obturator were not returned. The complaint is confirmed. The components of the cannula were complete, therefore, all of the needle was removed from the patient. The condition of the sample and the information received indicate high force, and the use of tools while pulling out the needle. The review of the DHR did not show any deviations. Based on the condition of the sample, the root cause for the detachment of the cannula from the swivel nut could not be clearly determined.